Manufacturer narrative:
No product samples were returned for investigation, however, a series of photographs were returned showing a 011-mc33109 extension set inside an opened unit package. There was clear fluid in the tubing, but no visual evidence of leakage. During the device history review (DHR) a nonconformance report (ncr) was noted that lines up with the reported complaint, thus the complaint can be confirmed. The probable cause of the leakage was an assembly error during manual assembly in ensenada.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a 23 cm (9") ext set w/2 microclave¿ clear, 4-way stopcock, rotating luer on an unknown date. The customer reported that a leak detected on the extension, on the proximal screw (stopcock screw, patient side), after the connection to the patient. The device was replaced. The status of the product at the time of event was after the connection to the patient. There was patient involvement, but no harm was reported. This is the first of two reports.

Manufacturer narrative:
A used 011-mc33109 ext set w/2 microclave clear, 4-way stopcock, rotating luer with the microclave was confirmed with the microclave bonded to the side port of the stopcock being misassembled and not fully engaged. This type of misassembly will result in leakage during use. The probable cause is an assembly error during manual bonding in ensenada. D9: device received by manufacturer 29-aug-2023.